Event description:
It was reported the implantable neurostimulator that was implanted in 2008 was replaced in 2009. The reason for the replacement was not noted. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 399945, lot# v135470, implanted: 2008-(B)(6), product typ lead product ID 3777-45, serial# (B)(4), implanted: 2008-(B)(6), product typ lead product ID 3708260, serial# (B)(4), implanted: 2008-(B)(6), product typ extension product ID 3708160, serial# (B)(4), implanted: 2008-(B)(6), product typ extension, (B)(4).